Manufacturer narrative:
Additional information received 17-sep-2025; the physician confirmed that the device was inspected prior to use and no issues were noted at that time. The instructions for use (IFU) were followed. There was no resistance encountered when turning the external slider to deploy the stent graft. It was reported that the delivery system damage was noted while being placed on the extra stiff wire, and after the graft was released. The breakage of the slider became apparent when the team attempted to open the suprarenal stent. The stent opened gradually without any quick trigger deployment, and despite the fracture, the operating team managed to continue deploy the suprarenal stent by manually holding the broken plastic component. The stent graft was released at the level of the renal artery without applying any bailout technique medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of an esbf3614c103ee stent graft during an endovascular aneurysm repair , the rotating handle broke and bent. There was significant difficulty, but the physician managed to implant the stent graft. Per the physician the cause of the event is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the stent graft had been deployed prior to receipt of the device and was not received alongside. A break was evident to the back-end screw gear, with the proximal section fully separated. It was not possible to advance or retract the tip-capture mechanism due to the broken screw gear. Deformation was evident to the graft cover. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Video evaluation summary: 2 videos were received for analysis. Both videos depict an endurant delivery system, a break is evident to the proximal screwgear. The stent graft appears to have been successfully deployed. B5; additional information received: it was clarified that the delivery system did not break/bend when the device was inserted into the patient. It was stated that the device arrived damaged but the physician did not notice immediately. As the device was broken, resistance was felt during deployment. Despite the fracture, the physician continued to loosen the crown by holding the broken plastic component with manually and trying to "fix" it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.